Manufacturer narrative:
The insulin pump had a blank display due to moisture damage at the electronic assembly. The insulin pump had moisture damage on the motor assembly. The insulin pump was received with a cracked reservoir tube lip. The operating currents could not be tested due to the blank display.

Event description:
It was reported by the customer that their insulin pump was exposed to water, now the insulin pump will not turn on. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.